Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "loud noise" was not confirmed. The device was received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was making loud noises. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.